Event description:
It was reported that a surgeon did not want to use the zipfix application gun because he felt like they were causing sternal infections in his patients. The thoracic coordinator told consultant that the surgeon had to bring back four zipfix closed patients in the past couple weeks for debridements. The surgeon has no other concerns with the implants themselves. Since he is not using the gun, he is tightening and cutting the zipfix with different instruments on hand. No item or lot numbers were provided. No patient information was available. This report is for an unknown number of zipfix implants. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital infection control cultured all zipfix guns which tested negative. Surgeon and hospital are satisfied that zipfix guns and implants are not the cause of the infection.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown number of zip fix implants. Implant/explant date unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.